Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: pelvic pain, rectocele, cystocele, probable enterocele and genuine urinary stress incontinence. The procedure performed: repair of cystocele, inter-vaginal slingoplasty/pubourethral sling, vaginal enterocele repair and vaginal repair of rectocele. Mesh revision surgery details: reason for surgery: infected mesh from ureteral sling. The 2nd procedure performed: incision and drainage (I and d) of pubic abscess; excision of mesh; I and d of umbilicus. Findings: the patient had a hard knot on the left side of the pubis. An incision was made here. Additional mesh revision surgery details: the reason for surgery: inflammatory reaction to foreign material placed for pelvic support two years previously namely polypropylene mesh material. The 3rd procedure performed: revision of anterior repair with removal of mesh, removal of ivs sling mesh. Findings: the vaginal mucosa was noted to be markedly scarred and adherent to underlying mesh. Third mesh revision surgery details: the reason for surgery: extrusion of vaginal mesh. The 4th procedure performed: excision of vaginal mesh. Findings: a foreign body is seen extending from the vaginal mucosa in the right anterior vaginal sulcus. Complications post implant: on (B)(6) 2007 infected mesh from ureteral sling. Following mesh revision surgery patient developed large mass in the left suprapubic region, mass turned out to be an abscess cavity and reaction around a portion of the mesh material, increased amount of bleeding and drainage vaginally, increased pelvic pain and underwent the following revision surgery.